Event description:
On (B)(6) 2013, the patient contacted animas alleging that she recently experienced a low blood glucose (bg) around 20mg/dl and was seeing stars and "did not feel like she would make it." The patient was reportedly treated with honey and then ate some toast with peanut butter, and her bg climbed to around 60mg/dl. The patient did not specify a date for the reported low bg and could not provide additional details, as she was at an appointment. The patient was to call back for troubleshooting, but has not contacted animas back. Customer technical support has made attempts to contact the patient for troubleshooting and additional information, without success. This complaint is being reported because the patient allegedly experienced severe hypoglycemia of unknown cause requiring assistance of another person while using insulin pump therapy.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump¿s history showed that the last basal delivery and last bolus were recorded on (B)(4) 2013. The total daily doses added up to correctly reflect the user¿s programmed basal targets. There were no errors or alarms related to the complaint in the pump¿s available history. During testing, the pump correctly calculated boluses and were the boluses were accurately recorded in the history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. The keypad buttons were tested, there was no hypersensitivity observed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.